Event description:
Customer reportedly received result of 7.0 mmol/l on the mobile system and result of 4.1 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide the product information for the compact system. Caller did not know which mobile system produced the discrepant result. Reference medwatch report with patient identifier (B)(6) for the second suspect device.